Event description:
A caller reported that a malfunction occurred on their pump. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump on their own, allowing both the cgm and insulin functions to resume. Technical support advised the customer to continue using the pump and to call back if the malfunction recurs, which the customer understood.